Event description:
It was reported that the device cord was burned, it fell off. It was found before a procedure therefore no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the cut pedal was broken off due to corrosion. Complaint of overheating could not be reproduced. The cord is not burnt but rather scuffed up. Also the complaint stated that the cord fell off but in fact it is still attached. The cut pedal is missing but the coag pedal is still functional. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.